Event description:
It was reported by the customer that pyxis medstation es system cubie drawer was failed. The customer reported that there was delay in dispensing the patient medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubie drawer was failed. A field service engineer discovered that the legacy rails were sticking and subsequently replaced both the left and right legacy rails on the drawer. The system functioned as intended after the field service engineer troubleshooted the device.